Event description:
The customer reported that the vitrectomy probe stuck in the cannula. The surgeon had to tug hard to remove the trocar from the cannula. The surgeon noted some tissue was removed at the same time. The surgeon removed the cannula and replaced it with a new cannula and finished the case as planned. Additional information received on 12/03/2007: the surgeon stated that patient is recovering without any complications.

Manufacturer narrative:
The customer noted they will send the sample for evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/14/2007.